Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. At this time, from the description provided, a definitive root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The device broke during use in the patient's knee. No more info for the moment. Additional information received via email from the affiliate on 2-3-17. Description of the event: on (B)(6) 2017 - the device broke during the procedure (didt) in the patient's tibia. No clinical consequence was reported but important extension of the procedure. Use of another single-use device ((B)(4) to complete the procedure. Additional information received via email from the affiliate on 2-6-17: the pin did break off in the patient; the fragment was removed; the procedure was completed with another device ((B)(4)); this delayed the procedure important delay.